Event description:
Discordant, falsely elevated troponin results were obtained on three patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun on the same instrument and resulted lower. The samples were then rerun on an alternate instrument, and the results matched the rerun results from the advia centaur cp. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the luminometer was intermittently giving high dark counts. The fse replaced the luminometer and checked the dark counts, which were within specifications. The fse then calibrated the instrument and ran quality controls, all of which were within range. The cause of the discordant, falsely elevated troponin results was a malfunction of the luminometer. The instrument is performing according to specifications. No further evaluation of this device is required.